Manufacturer narrative:
The device was returned to intera oncology for evaluation, but the evaluation is not yet completed. When it is completed, a supplemental report will be filed.

Event description:
It was reported to intera oncology that an intera 3000 hepatic artery infusion pump returned 29 ml of residual after 14 days. The device was implanted was (B)(6) 2024. The device was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
Ref mw5151983.

Event description:
It was reported to intera oncology that an intera 3000 hepatic artery infusion pump returned 29 ml of residual after 14 days. The device was implanted was (B)(6) 2024. The device was explanted and replaced on (B)(6) 2024.

Event description:
It was reported to intera oncology that an intera 3000 hepatic artery infusion pump returned 29 ml of residual after 14 days. The device was implanted was (B)(6) 2024. The device was explanted and replaced on (B)(6) 2024.

Manufacturer narrative:
The device was evaluated under formal testing protocol and the complaint relating to no flow is not confirmed through this testing. The pump was required to be placed at 60°c in order to first intiate flow; the flow test passed once placed at 37 deg. This device failed the pressure/volume testing, though it was determined via engineering evaluation that this result was not expected to cause no flow in a device. The pump passed all other functional tests and the catheter flowed as expected under this protocol. The DHR was reviewed. There were no nonconformances or deviations related to this serial number. The device passed all functional and performance specifications, including flow, prior to release from manufacturing. Customer declined to provide patient information. Blank fields in the MDR form represent unknown information. If additional information is received, a supplemental report will be filed.